Event description:
It was reported that a patient requested to return the ilet system and associated supplies after experiencing episodes of hyperglycemia and hypoglycemia of unclear cause and discontinued use of the device. Symptoms included high and low blood glucose events without associated alerts or alarms. Outcomes included a device return authorization and a request for credit; there was no report of emergency care or hospitalization. Investigation included complaint intake review and coordination of product return. Investigation of this case revealed no device alarms and an unclear clinical cause; no device malfunction has been identified to date pending evaluation of returned product. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.